Event description:
It was reported that this left ventricular (lv) lead was associated with a pocket infection. Surgical intervention was performed and the lv lead was explanted. No additional adverse patient effects were reported. According to the field, the system will not be returned for analysis. As no further information regarding this event is expected, our investigation is complete. This event will be updated should additional information be provided.